Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was trying to fill the reservoir and insulin kept going back in. She mentioned that the top of the insulin vile might be damaged. Customer's blood glucose level was 122 mg/dl. The customer also noticed a small air bubble. The device was not returned.